Event description:
The customer reported the aa4203tl silicone single piece lens tore as it was inserted into the eye. The surgeon cut and removed the lens without any injury to the patient. Another same model/diopter lens was implanted. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Evaluation, results: visual inspection of the returned product showed the lens was cut in three pieces and a piece of the haptic/optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).